Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding could not be determined since the product was not returned and insufficient clinical details were provided. E.4 should have been left blank on the initial manufacturer device report number as it is unknown if the initial reporter also sent the report to the food and drug administration. H.10 additional manufacturer narrative instructions for use (ifus) were reported on the previously submitted manufacturer device report number incorrectly. No ifus are needed to be reported for this report in accordance with updated procedures.

Event description:
The user facility reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support and within hours the patient developed pulsatile bleeding from the left groin site. Consequently, the impella 5.5 was explanted, and the patient was noted to have survived the explant reportedly in stable condition.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist system. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).